Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced. The reason for the procedure is unknown. No further information was available.